Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed was requesting technical assistance for the arctic sun device that was not working. Biomed said it was a water error. Biomed did not have device on our beside. Mss advised the biomed to turn on the device and to be near it so that technical support can assist. Per additional information received on (B)(6) 2022, biomed had sent in data files showing a failed mixing pump. Biomed requested a quote for the 2000 hour service package and a loaner. Per follow up information received on 10-(B)(6) 2022, there were no reported injuries. Alert 113 (reduced water temperature control) was the error that was communicated to biomed. Per work order update device was coming in for repair and 2000 hour preventive maintenance service.

Event description:
It was reported that biomed was requesting technical assistance for the arctic sun device that was not working. Biomed said it was a water error. Biomed did not have device on our beside. Mss advised the biomed to turn on the device and to be near it so that technical support can assist. Per additional information received on 09-aug-2022, biomed had sent in data files showing a failed mixing pump. Biomed requested a quote for the 2000 hour service package and a loaner. Per follow up information received on 10-aug-2022, there were no reported injuries. Alert 113 (reduced water temperature control) was the error that was communicated to biomed. Per work order update device was coming in for repair and 2000 hour preventive maintenance service.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.